Event description:
It was reported to tyco/healthcare/kendall in 2/2002 that an individual sustained a clean needlestick when the individual blindly reached in to the box to take a syringe out. The sample was returned for eval.